Manufacturer narrative:
The device packaging was returned on 03/29/2016.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported when the distributor received the product found no screws inside the package.

Manufacturer narrative:
As returned, the packaging is confirmed to be empty, with no seal broken on the packaging. The lot was fully distributed so no further stock investigation was possible. These devices are used for treatment. A product history search revealed no additional complaints against the related part and lot combination. A stock investigation was attempted for the part and lot number combination; however, no inventory remained for further evaluation. The lot has been fully distributed with no further reported complaints of this nature. The root cause of the complaint was product not properly placed in the non-sterile packaging prior to sealing of the package. The ¿non sterile packaging check sheet¿ within the device history record requires the operator to ¿visually inspect pouch seal 100% and verify presence of part in each bag." The check sheet was completed indicating that the operator completed this step. Operator awareness was performed in order to prevent further recurrence.